Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap. Appendectomy. Event description: translation: chief surgeon dr. [Name] operating, during insertion of the trocar through what seemed very taut tissue, the defect occurred. Tip of the trocar broke and damaged the iliac artery. Chief surgeon dr. [Name] immediately treated the injury intraoperatively with a vascular suture. Blood loss was minimal and because of the suture a safe vascular repair was possible and performed. Patient has no injuries or consequential damages. No other instruments were used during insertion of the trocar. The scope was inside another trocar. Intervention: treated with a vascular suture. Patient status: patient safely operated and treated, no further consequences.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. The obturator tip was bent and partially fractured. Based on the condition of the returned unit and event description, it is possible that the obturator tip fractured due to a large force exerted on it during insertion, or that the obturator was more susceptible to breakage, or a combination of both. Applied medical's instructions for use (IFU) states, "to minimize the risks associated with access port placement, ensure: appropriate patient positioning to shift organs away from access port placement site. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. Moderate, controlled pressure is employed when placing the access port." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap. Appendectomy. Event description: [translation] chief surgeon dr. (B)(6) operating, during insertion of the trocar through what seemed very taut tissue, the defect occurred. Tip of the trocar broke and damaged the iliac artery. Chief surgeon dr. (B)(6) immediately treated the injury intraoperatively with a vascular suture. Blood loss was minimal and because of the suture a safe vascular repair was possible and performed. Patient has no injuries or consequential damages. No other instruments were used during insertion of the trocar. The scope was inside another trocar. Patient injury questionnaire: [translation] the primary injury was the damage of a blood vessel: perforated or cut vessel (smooth edges). It's the arteria iliaca. The vessel was sutured and the patient was treated, no further consequences. The injury was treated with a vascular suture during the surgery, with laparoscopic instruments. Intervention: treated with a vascular suture. Patient status: patient safely operated and treated, no further consequences.